Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that at the device follow-up, the right ventricular (rv) lead showed a threshold increase. The rv lead remains in use and will be closely monitored via remote monitoring. No patient complications have been reported as a result of this event.